Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6, h10, h11. Corrected fields: h3, h6 (health effect - clinical code, impact code, investigation finding, investigation conclusion, type of investigation). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse calibrated the drive regulator. The unit passed safety and functional tests and was returned to the customer in good working condition.

Event description:
It was reported that start of use, the cardiosave intra-aortic balloon pump (iabp) unit had an automatic filling error occur. There was not patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that start of use, the cardiosave intra-aortic balloon pump (iabp) unit had an automatic filling error occur.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : no response from customer.